Event description:
Returned product was received. No information alleging any device issue or patient symptoms was received. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis found that the implantable neurostimulator (ins) battery had reduced capacity due to overdischarge. It was noted that the ins was received with no telemetry. It was noted that according to the trace report obtained from the ins after physician mode recharge (pmr) recover the total recharge count was 92. It was noted that the last significant recorded recharge session was done while the device was implanted on (B)(6) 2013. It was noted that the device was recharged for 3 hours and 33 minutes. It was noted that the battery charged from 3.660v to 4.020v. It was noted that the parameter trend diagnostic section of the trace report showed patient usage after recharge session. It was noted that the battery discharged to lock mode on (B)(6) 2013. It was noted that a normal recharge was started manually after pmr at body temperature with a 1 cm spacer between the ins and recharge antenna. It was noted that the recharger had full coupling and the ins was recharged for 6 hours and 11 minutes from 1.995v to 4.000v.